Manufacturer narrative:
The product is available for evaluation, but has not yet been returned. Concomitant devices include vista brite tip guiding catheter and encore 26 advantage indeflator. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15258171 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15258171. Sds-assy genesis subassembly lot 15257112 was reviewed and no units were rejected during the assembly of this lot. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. (B)(4) opro subassembly lot 15252511 was reviewed and no units were rejected during the assembly of this lot. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. (B)(4). This process to hold bares no relation to the complaint reported. Balloonassy opro subassembly lots 15216881 and 15216221 were reviewed and (B)(4) units were rejected during the assembly of these lots. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for these lots. No other incidents were noted that could be potentially related to the complaint reported. Inflation/deflation and burst test results were reviewed and no anomalies were found during manufacturing process of these lots. (B)(4). The lot was released and the pths was closed.

Manufacturer narrative:
Additional information was received and has been updated. The product was returned for analysis; therefore, was updated. While attempting to deploy a balloon expandable stent it was reported that contrast leaked from the balloon during inflation. The target lesion was located in the right subclavian artery. The lesion was described as 90% stenosed, 3.5 mm in length, de novo, eccentric, type a, with no calcification. The stent was not implanted and the stent delivery system and was removed with the stent on it. The proximal end of the stent was noted to be slightly expanded with some struts uplifted, but the rest of the stent was unchanged and attached to the balloon. The product appeared perfect prior to use. The product was stored and prepped per the instructions for use (IFU). There were no anomalies noted during prepping. There was no reported patient injury. A non sterile palmaz genesis on opta pro 9 mm x 2 9 mm, 135 cm was received coiled and inside a bag with residues of blood. The balloon was found partially inflated at proximal side. The stent is still mounted on the balloon. It was also partially expanded at proximal end and the struts are uplifted at the same end as well. No other anomaly was observed in the returned device. An attempt to inflate the balloon was done per (B)(4) and during inflation it was noted the balloon leaking due to a pin hole at 1.6 cm from the distal tip. The pin hole was near to the distal marker band. Stent had to be removed in order to see the pin hole. The balloon/stent area was reviewed under microscope at 16x of magnification and no anomalies were noted in the balloon due to crimping process. A scanning electron microscope was performed to the balloon and the results showed that the balloon external surface exhibited evidence of abrasions next to the leak-hole. The balloon internal surface exhibited evidence of damage. The exact cause of the leakage could not be conclusively determined. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented the following; (B)(4) generated for point out of control in the distal seal pull test control. No actions were taken since the results of the samples passed satisfactory the specification of 8 newton's. The material was released and the pths was closed. This process to hold bares no relation to the complaint reported. And (B)(4) generated for lot # 15216221, (balloon's lot number) due to ppms value exceeded for contamination. It was concluded that the ppm's generated was caused by the condition of parison and the defects that is present. The lot was released and the pths was closed. These processes to hold bare no relation to the complaint reported. The complaint was reviewed with the pet team of the sds line in order to get the line assessment. Pet team provided a memo with the line assessment. It was concluded that the sds pg on opta pro assembly line includes the balloon verification control to detect damage (internal or external) that could be caused during the process. Some of the 100% inspections performed at the sds line are applicable to the stent inspection as well. Therefore the opportunity of not detecting a balloon damaged is very unlikely. The balloon leakage and strut uplift - proximal failures reported by the customer were confirmed; however, the exact cause of the balloon burst could not be conclusively determined. Controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics along with the patient's difficult anatomy and procedural manipulation may have contributed to the reported event.

Event description:
During delivery of the palmaz genesis stent delivery system, contrast got out of the balloon during an inflation attempt. The target lesion was located in the right subclavian artery. The lesion was described as 90% stenosed, 3.5mm in length, de novo, eccentric, type a, with no calcification. The reference vessel was 9mm in diameter and non-tortuous. A vista brite tip guiding catheter was used during the procedure. Pre-dilation was done with an opta pro 7mm x 3cm balloon catheter at 6atms. During an attempt of inflation, contrast got out from the balloon. Therefore, the balloon was not inflated and the stent was not implanted. The stent delivery system was removed with the stent on it. The proximal end of the stent was slightly expanded, but the rest of the stent was unchanged and attached to the balloon. The product appeared perfect prior to use. The product was stored and prepped per the instructions for use (IFU). There were no anomalies noted during prepping. An encore 26 advantage kit (boston scientific) inflation device was used. The inflation pressure was 2-3atms for 4-5 seconds. There was no separation of any part. No dissection occurred. There was no deflation difficulty. No excessive force was used with the device during the procedure. Visipac 270 contrast media was used. There was no adverse event to the patient and the patient was in stable condition. The product will be returned for analysis.

Event description:
Additional information was received reporting that strut uplift occurred during the procedure (during the attempt to inflate the balloon).